Event description:
It was reported that it had been becoming increasingly more difficult to inject the complete amount of drug during the last few refills. Each time, less medication was able to be injected into the reservoir. There were no patient symptoms or injuries related to this event. The drug used in this system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Event description:
It was also reported at a refill only 7 milliliter (ml) of drug could be filled in a 20 ml reservoir and resistance was felt when filled with more drug. The patient reported that he had used a sauna. In addition, the patient further confessed that he also worked as a scuba diving instructor.

Event description:
Additional information indicated that the device had been explanted and changed for another pump. It was reported that the patient did not practice scuba diving and there had not been any accident to explain the pump's behavior. The pump was noted to ''seem normal to x-ray." It was noted that "when the bottom of the pump was observed a depression could be seen,'' though it was unclear how this related to the event. The patient was noted to be ''ok.'' It was noted that no patient symptoms or injuries were related to this event. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump was returned without a catheter. The pump logs were clean; no motor stalls, motor stall recoveries, or errors of any kind. Analysis of the pump confirmed the field allegation. This concave backshield restricted the bellows from being fully expanded causing the 7 milliliter fill. The pump's backshield was found to be concave, due to the patient scuba diving. The pump also failed the alarm test. Two cracks were found on the resonator. The alarm waveform test was also done yielding the following results. Peak to peak voltage was 6.62 volts (v), while the battery voltage during the test was 2.84 volts direct current (vdc). The specification being peak to peak voltage during this test needed to be at least twice that of the battery voltage measured during the test, which it was. ,